Event description:
A surgeon reported an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reports the patient experienced corneal edema in the first week following surgery and then a few guttae were noted. The patient was prescribed a contact lens to wear which she reported did help her vision, but she was still unhappy with her vision. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/04/2008 and 11/18/2008 by phone, fax, and mail. A completed questionnaire has not been received; medical records were received.